Manufacturer narrative:
Product analysis- the curette score line was broken. There was no other issue observed. The device failed as intended by design. The score line is designed to separate when the physician rotates the handle and exceeds a predetermined torque value. Separation at the score line limits the amount of torque applied to the distal end of the curette, which minimizes the likelihood of a device failure to occur, such as the bending or breaking of distal tip. This is consistent with exceeding the design limits of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous vertebroplasty due to primary osteoporosis, compression fracture. During the procedure, the curette was unable to be moved. When the balloon was inserted and inflation begun, bone was so hard that it was unable to inflate. Once the balloon was pulled out, it was tried to drill a hole with a drill and challenged again, but it was still unable to inflate, so curette was used. At first the tip could move, it moved a little and twisted a little with maintaining it at 90 degrees. After that, once the angle was released, the position was changed and angle was tried to be adjusted, the tip could not move. It was tried several times and the tip slightly moved, but the angle could not be maintained. Since the tip could not move, it was removed and the operation was completed. The procedure was completed successfully with the original product. No patient complications were reported as a result of the event.